Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a lot of noise occurred at the body surface electrocardiogram and intracardiac electrocardiogram during an afib. Procedure with the lasso 2515 nav eco catheter. The electrocardiogram was re-attached and the lab was rebooted did not resolve the issue. The issue was improved after the cable of the catheter was pulled out. When the catheter was reconnected, the issue reoccurred. The carto was rebooted and the procedure was completed without using the lasso 2515 nav eco catheter. The procedure was completed without patient's consequence. It is unknown whether the physician had at least one ECG signal available to monitor patient heart rhythm. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information currently available, bwi takes conservative approach to report this event.

Manufacturer narrative:
The device history record (DHR) for the lot number 17277431l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
It was reported that a lot of noise occurred at the bs electrocardiogram and intracardiac electrocardiogram during the procedure with the lasso 2515 nav eco catheter. The electrocardiogram was reattached and the lab was rebooted but the issue continued. The cable of the catheter was pulled out, the issue improved. When the catheter was reconnected, the issue reoccurred. The carto was rebooted and the procedure was completed without using the lasso 2515 nav eco catheter. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrodes #4 and #20. Further examination revealed that the lead wires of those electrodes were broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented spec and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined.